Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The receiver log was downloaded for review finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged receiver battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.